Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and no failure was duplicated. No parts were replaced and the iabp is running normally. The iabp was subsequently returned to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance, the cs300 intra-aortic balloon pump failed the k6, k7 and k8 leak test. No patient involvement or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformance related to the reported event were noted. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that, during preventive maintenance, the cs300 intra-aortic balloon pump failed the k6, k7 and k8 leak test. No patient involvement or adverse event was reported.